Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, patency rates of visceral artery tents in fevar were affected by stent fractures, which occurred more in uncovered compared with uncovered stents. Renal artery stent stenosis occurred more in uncovered compared with covered stents.

Event description:
Received an article titled "visceral stent patency in fenestrated stent grafting for abdominal aortic aneurysm repair" published in the journal of vascular surgery. The article reported the results of the use of stent grafts to accommodate visceral arteries in f-evar. Per the article deaths occurred within the study period.